Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nausea in a (B)(6) female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included calcium sodium poly ((B)(4)) (fixodent). On an unknown date, the patient started denture adhesive power-double salt. At an unknown time after starting denture adhesive powder-double salt, the patient experienced nausea, renal failure and product complaint. This case was assessed as medically serious by gsk. Treatment with denture adhesive powder-double salt was discontinued. At the time of reporting, the event of nausea had resolved while the event of kidney failure was unresolved. The consumer reported using fixodent and super poligrip powder and reported she was not sure which one may be causing her adverse events, but noted that after she quit using the fixodent she was still suffering from the adverse events of nausea and kidney failure. The consumer reported a product complaint of the product not holding.